Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states minimed mio has been giving her problems lately they are bending when they are attached and doesn¿t know until blood glucose is out of control or she wakes up in middle of night. Customer states sets are coming off like adhesive is not sticking. Customer states she would check bg and it was over 600 so she removed set and cannulas were bent. Troubleshooting was performed for non sticking sensor, but not for high blood glucose.